Event description:
During a prevention campaign in a hospital, a sales representative in (B)(4) accidentally pricked her finger with an adc lancet which had been previously been used on a patient. The representative went to the (B)(6), where they performed "a blood analysis." The latest results gave the representative an "all-clear certificate." No other medical treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown. (B)(4).

Manufacturer narrative:
"This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available." If product is returned no investigation will be performed, therefore, such statement should of read as "this is a final report. Issue involved an accidental lancet needle stick. No product will be investigated if returned."